Event description:
The haptic of the non-preloaded ar40e model intraocular lens (iol) appeared to be damaged. There was patient contact since the cartridge was removed from the patient's eye before implantation of the iol. Haptic damage was clarified as bent and detached. The lens was not stuck in the cartridge, and the reported issue was possibly related to user error, although it's not definitive. A second ar40e lens was implanted in the patient¿s ocular dexter (right eye). During the procedure there was no patient injury, medical intervention, or surgical intervention. Patient prognosis post-procedure is unknown. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.